Manufacturer narrative:
The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual and x-ray inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and did not identify any lead characteristics that would have caused or contributed to the reported dislodgement and loss of capture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) one day post-implant. A revision procedure was performed the following day at which time it was found that the lead had dislodged and the helix was not visibly extended. Upon attempting to reposition the lead the physician was unable to re-extend the helix until it suddenly extended fully but did not affix to the myocardium. The same behavior was observed when trying to retract the helix. The physician elected to complete the procedure by implanting a new rv lead. No adverse patient effects were reported.